Event description:
It was reported that the catheter adapter of a transfer set "fell down". This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b5, f10/h6: medical device problem codes (replace a1207 with a020602), f10/h6: component codes (replace g04034 with g04020). B5: replace "the catheter adapter of a transfer set "fell down"" with "the pull ring was missing". H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a missing blue pull ring cap to the patient adapter on the provided photo. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: type of investigation was updated to include b01 for the actual sample received and investigation findings was changed from c16 to c1601. H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted the blue pull ring cap missing from the patient luer adapter. The reported condition was verified. The cause of the condition was related to manufacturing during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.